Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (constant gong alarms) was confirmed. Upon evaluation, the driven ground was intermittent. The pulse connector inside the receptacle was not fully seated in the j4 connector. The cause of the constant gong alarms is the intermittent driven ground. The cause of the intermittent driven ground is the partially seated connector the root cause of the partially seated connector is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's monitor was producing constant gong alarms.